Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s touchscreen became unresponsive to multiple on-screen selections, preventing a meal announcement and access to menu functions, while the user could still unlock the device and see the meal icon; no physical damage was observed and blood glucose was reported at 147 mg/dl without adverse effect. Symptoms included no clinical symptoms. Outcomes included no impact on health and no need for medical intervention. Investigation included remote troubleshooting and user video review to verify correct use and confirm lack of touch response across multiple icons. Investigation of this case revealed a device hardware malfunction consistent with a nonresponsive touch interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a touchscreen failure.